Manufacturer narrative:
Film evaluation summary: the exact cause of the reported bifurcate delivery system removal difficulties, suprarenal stent entanglement, and resulting low placement of the bifurcate, could not be determined from the pre-implant films provided. Films during implant were not available and the reported events could not be assessed. In addition, post-implant CT¿s were not provided and an assessment of the stent graft in-vivo configuration also could not be performed. Review of a pre-implant 3d-CT film report revealed that the patient had a mildly angulated proximal neck which ranged in diameter from 20 ¿ 18mm along the initial 20mm neck length. The amount of any a-p angulation could not be determined from the films returned. The aaa was noted to have significant circumferential thrombus; however, thrombus assessment within the infrarenal and suprarenal neck could not be performed from the returned films. With the exception of any potential thrombus which may have further reduced an already small (18 ¿ 20mm diameter) neck, analysis of the returned films did not reveal any other anatomical characteristics that could explain the reported removal difficulties. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis, and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the physician deployed the bifurcate in the correct position, without issue. After deployment, the physician moved the top of the delivery device superiorly into the suprarenal segment to recapture the spindle with the nose cone. The was also successfully achieved. It was stated that the physician attempted to move the delivery device inferior into the main body of the implanted stent graft to re-sheath the device. In doing so, the nose cone caught on one of the supra-renal stents, pulling it down. The supra-renal stents seemed to become entangled with one another and made it almost impossible to remove the delivery device. The physician tried many unsuccessful attempts to remove the delivery device including ballooning the segment whilst bringing the device down, bringing the stiff wire back into the device and moving the entire device superiorly to resheath above the supra-renal stents but all failed. It was reported that it appeared on imaging that the top of the graft had been completely inverted on itself.. Finally, after many attempts, the physician was able to remove the device using a combination of a reliant balloon and retracting the stiff wire. The removal resulted in the stent graft migrating approximately 15mm distally from its original deployment location and it was reported to have maintained its seal. The treatment was successfully completed and the event was resolved. As per the physician, the cause of the event is related to the way in which the suprarenal stents opening, leading them to become entangled. No additional clinical sequelae were reported and the patient is fine.